Manufacturer narrative:
An inoperable implant was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. No further even details could be obtained. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected device code.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient had lost stimulation in (B)(6) of 2018 due to the ipg becoming inoperable. The patient may undergo surgical intervention to have their ipg replaced.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.